Event description:
The customer reported that the balloon burst on (B)(6) 2022 after being in place for seven weeks. Per customer, peg clinician determined that incorrect size balloon was used on the patient involved. There was no patient harm reported. Additional information was received and stated that the balloon was burst with a clean tear and was leaking. There was no fragmented piece left inside the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the analysis. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Since the device is provided by an external supplier, a corrective action (CAPA) has been generated to the supplier to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.